Manufacturer narrative:
Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.

Event description:
Hologic has received correspondence arising from litigation. The litigation alleges that a patient underwent a right breast lumpectomy with biozorb placement on (B)(6) 2023. It is further alleged that in the months following the lumpectomy, the patient developed intermittent right breast and axillary discomfort. It was reported in the litigation that "imaging in (B)(6) 2024 showed only scar tissue and a seroma without evidence of recurrent disease. However, by (B)(6) 2024, examination revealed a firm area with associated dimpling in the region of the biozorb." According to the litigation, the patient reported a "firm, painful mass at the lumpectomy site and ongoing tenderness" to her care team. It is reported that on (B)(6) 2025, the patient underwent right breast lumpectomy with removal of the biozorb. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.